Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension. Analysis of the extension, serial# (B)(4) - found that the stimulation extension body conductor was broken less than 5cm from the proximal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 19-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an hcp via a manufacture representative (rep) regarding an implantable neurostimulator (ins). It was reported the extension was implanted and the patient had high impedances intraoperatively. The extension did not seem to be damaged. No environmental/external/patient factors were thought to have led or contributed to the issue. The extension was replaced and they got normal impedances. The issue was resolved at the time of the report. The patient was alive without injury.